Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to oversensing on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.